Event description:
It was reported there was a problem with the ins suspected. It was noted there was an eos/eol message. It was logged the patient was seeing a "pos" message. It was noted there is no pos message that the patient likely was at eos. It was reported this was a rechargeable device and it had only been less than 7 years, but the patient had had over-discharges before and she was coming out of an over-discharge situation.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377760, lot# v015438, implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v016552, implanted: (B)(6) 2007, product type: lead. (B)(4).